Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r wave oversensing (ffrw) was noted on the right atrial (ra) lead. The lead is still in use. No patient complications were reported as a result of this event.